Manufacturer narrative:
(B)(4).

Event description:
Nurse (rn) contacted dexcom on behalf of trial patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient's display has a hourglass and blood drop that won't go away. No additional patient or event information is available.